Event description:
It was reported "during an ep procedure the dilator snapped off at the hub when the doctor tried to remove it from the sheath. Patient needed to go ir for retrieval. Unfortunately, during the process, it broke again an a piece is now in the patient's lung." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
Qn #: (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided photos for evaluation. A visual exam was performed and no hub was observed on the proximal end of the dilator. The dilator shaft was observed to be intact. The length is unknown. No picture of the hub was provided. A device history record review was performed on a potential lot number provided by the customer, and no relevant findings were identified. Based on review of the photos, the complaint was confirmed. A CAPA was previously opened for this issue. The CAPA identified that the hub separation failure stems from the milling process in manufacturing. The potential lot number provided by the customer is packed with an 8f dilator which is within the scope of the CAPA. Without a product return, the extent of damage is unknown as the dilator broke twice. First time with the hub and the second time during retrieval of the separated shaft. Therefore, dimensionally, the amount of material missing cannot be confirmed. The extent and use of the dilator in the procedure is unknown. The pictures provided are not clear enough to make a determination if the issue is related to manufacturing. Based on the information, the most likely root cause of the issue is undeterminable.

Event description:
It was reported "during an ep procedure the dilator snapped off at the hub when the doctor tried to remove it from the sheath. Patient needed to go ir for retrieval. Unfortunately during the process it broke again an a piece is now in the patients lung." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.